Event description:
It was reported that a user experienced intermittent dexcom g7 sensor connectivity with the ilet, including an approximately 45-minute loss of readings that later resolved when the sensor reconnected; the user noted the g7 mobile app remained connected and subsequently reported improved performance after pairing the ilet to the sensor before the phone. Symptoms included no reported adverse events. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and education regarding sensor¿ilet pairing order and expectations for learning phase after device replacement. Investigation of this case revealed user-reported signal loss without confirmed ilet hardware malfunction, with performance improvement after adjusting connection sequence, which supports a connectivity and use-related interaction rather than a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and external communication conditions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.